Manufacturer narrative:
The devices were not returned to bd for evaluation. Medical records were returned for five of the malfunctions. Of the fifteen malfunctions, one investigation is confirmed for perforation. Twelve investigations are inconclusive for perforation as the sample was not returned. Two investigations are still in progress. The device is labeled for single use. (Lot number- gfth3231, gfsa3606, gfud3929, gfsh2011, gfsf2669, gfsg1502, gfre3442, gfrl2050).

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a perforation. This information was received from various sources. All malfunctions involved a patient with no patient injury. The patients ranged from 50 to 73 years of age. Of the patients three were male and two were female. Other patient age, gender, and weight were not provided.

Manufacturer narrative:
Of the fifteen reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2021-80165. Ten out of the fourteen malfunctions provided lot numbers, therefore, lot history reviews were performed. The devices were not returned to bd for evaluation. Medical records were provided for eight of the fifteen malfunctions and two of the medical records contained images. The investigation is confirmed for perforation for five malfunctions and is inconclusive for 3 malfunctions that provided medical records. For the remaining six malfunctions, the investigations are inconclusive as no objective evidence was provided for review. A definitive root cause could not be established. The devices are labeled for single use. (Corporate lot number: gfsa3606,gfud3929, gfsh2011, gfsf2669, gfsg1502, gfre3442, gfrl2050, unknown) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a perforation. This information was received from various sources. All malfunctions involved a patient with no patient injury. Six patients ranged from 43 to 73 years of age. Of the patients, four are male and four are female and one patient weighed 77 kg. The other patient age, gender, and weight were not provided.

Manufacturer narrative:
H10: of the fifteen reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury and were reported under emdr 2020394-2021-80165 and 2020394-2021-80689. H10: of the thirteen malfunctions reported, the product catalog number of one malfunction was updated to unknown filter. Lot numbers were provided for ten malfunctions and lot history reviews were performed. The devices were not returned for evaluation. Medical records were provided for all the thirteen malfunctions and six of the medical records contained images. The investigation is confirmed for perforation for nine malfunctions and is inconclusive for 3 malfunctions. The remaining one malfunction is confirmed for perforation and migration (B)(6). Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsa3606,gfud3929, gfsh2011, gfqb1916, gfsg1502, gfre3442, gfrl2050, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a perforation. This information was received from various sources. All malfunctions involved a patient with no patient injury. Ten patients ranged from 41 to 74 years of age. Of the 13 patients, seven are male and six are female and two patients were weighed 77 kgs and 138 kgs. The other patient age, gender, and weight were not provided.

Manufacturer narrative:
H10: of the fifteen reported malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury and were reported under emdr 2020394-2021-80165, 2020394-2021-80689 and 2020394-2021-80817. H10: of the reported twelve malfunctions, the product catalog number for one malfunction was updated as unknown filter. Lot numbers were provided for nine malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all twelve malfunctions and images were provided for five malfunctions. Therefore, for eight malfunctions the investigation is confirmed for the reported perforation, for three malfunctions inconclusive for the reported perforation and for the remaining one malfunction the investigation is confirmed for perforation, additionally it was determined to have and confirmed for migration (a010402). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: (corporate lot number: gfsa3606, gfud3929, gfqb1916, gfsg1502, gfre3442, gfrl2050, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a perforation. This information was received from various sources. All twelve malfunctions involved patient with no patient consequences. Of the twelve patients, six were male and six were female, nine patients age ranged from 41-74 years and two patient weighs 77 and 138 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: the devices were not returned to bd for evaluation. Medical records were provided for five of the fifteen malfunctions. Three investigations, two of which also have images, are confirmed for perforation and two are inconclusive for the issue as no device deficiencies were identified. The remaining 10 investigations are inconclusive for perforation as the sample or medical records were provided. A definitive root cause could not be established. The device is labeled for single use. H10: g4, d4(lot number- gfth3231, gfsa3606, gfud3929, gfsh2011, gfsf2669, gfsg1502, gfre3442, gfrl2050) h11: b5; h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a perforation. This information was received from various sources. All malfunctions involved a patient with no patient injury. The patients ranged from (B)(4) to (B)(4) years of age. Of the patients three were male and two were female; one patient weighed 77 kg. Other patient age, gender, and weight were not provided.

Manufacturer narrative:
H10: of the fifteen reported malfunctions, four were reassessed for reportability and determined to be reportable as a serious injury and were reported under emdrs 2020394-2021-80165, 2020394-2021-80689, 2020394-2021-80817 and 2020394-2022-90146. H10: of the reported eleven malfunctions, the product catalog number for one malfunction was updated as unknown filter. The lot numbers were provided for eight out of eleven malfunctions and the lot history review were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for eleven malfunctions of which five included images. Eight malfunctions were confirmed for the reported perforation. Out of eleven,one malfunction is confirmed for the alleged perforation and migration, therefore, a010402 trending device code was added additionally. The remaining two malfunction is inconclusive for the alleged perforation. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfsa3606, gfud3929, gfqb1916, gfsg1502, gfre3442, unknown), g3 h11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation. This information was received from various sources. All eleven malfunctions were involved patients with no reported consequences. Of the eleven patients, five were male and six were female, nine patients age ranged from 41-74 years and three patient weighs between 77 and 138 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: eleven out of the fifteen malfunctions provided lot numbers, therefore, lot history reviews were performed. The devices were not returned to bd for evaluation. Medical records were provided for eight of the fifteen malfunctions and two of the medical records contained images. The investigation is confirmed for perforation for five malfunctions and is inconclusive for 3 malfunctions that provided medical records. For the remaining seven malfunctions, the investigations are inconclusive as no objective evidence was provided for review. A definitive root cause could not be established. The device is labeled for single use. H10: d4 (corporate lot number: gfth3231, gfsa3606,gfud3929, gfsh2011, gfsf2669, gfsg1502, gfre3442, gfrl2050, unknown), g4. H11: b5, g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a perforation. This information was received from various sources. All malfunctions involved a patient with no patient injury. Six patients ranged from 43 to 73 years of age. Of the patients, four are male and four are female and one patient weighed 77 kg. The other patient age, gender, and weight were not provided.